Manufacturer narrative:
(B)(4).

Event description:
An endurant iis stent graft system was implanted for in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient presented emergently with a cold foot. A CT determined that the right limb where one of the 16/13/124 endurant limbs had thrombosed up to the flow divider. The patient was taken to the or emergently, a 7fr fogarty catheter was passed up the right limb, but was unsuccessful pulling down after the inflation. After several attempts the fogarty catheter was aborted and a fem-fem bypass was successfully performed. The patient re-gained blood flow to the right leg. The physician stated that the cause of the event was unknown. No additional clinical sequelae were reported and the patient is fine.